Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with increased incontinence due to urethral atrophy. The aus was replaced there were no additional patient complications reported.